Event description:
It was reported that the patient presented in emergency room due to extra cardiac stimulation. Device interrogation revealed high capture threshold, low pacing impedance on the right ventricular (rv) lead. On (B)(6) 2022,the physician elected to cap and replace the (rv) lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codding was missing additional surgery coding.